Event description:
It was reported the patient wants to see if they can have an MRI hypothetical. The patient states she just wanted to know for future reference. The patient states her hcp (healthcare provider) was considering having her take one for sinus. It was noted that the MRI was not related to the device or therapy. Other medical procedures like bone density scan compatibility guidelines were requested and discussed. The patient reported side effect from leaving ins (stimulator) on during CT scan. The patient states this was sometime in june. The patient states she left the stimulation on during a CT scan and felt an odd tingling or something. The patient states it was a weird feeling. The patient states they were checking her sinus so she didn¿t think to turn it off. The patient states she doesn¿t know if it was interference. The patient reported side effect from leaving ins on during bone density scan. The patient states this was in (B)(6) 2013. Caller states she left the stimulation on during a bone scan for osteoporosis and felt an odd tingling or something. The patient states she felt " weird stuff¿ on the right side where the stimulator was located and felt nothing on the left. The patient states this was weird. The patient states she has learned it was best to just shut it off. The patient was wondering if anyone else has reported issues with this feeling for these bone scans.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v779354, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).